Manufacturer narrative:
Follow-up #1: date of submission: 09/20/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the up arrow, down arrow, and ok keypad buttons were under responsive. The keypad cover was removed and moisture corrosion was observed on the keypad connector, keypad flex cable, and parts of the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.